Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the device was not charging due to the device not being in the proper position, it was loose. It was added the device was 8 years old and didn't charge like it used to. The patient adjusted the charger and the issue was resolved. Recharging took 3 hours from low to full.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins) the reason for call was patient said that since yesterday he can't charge his ins. He was able to charge his ins and then the charge started going backwards then to empty. Patient said then he saw "reposition antenna" screen. He said that his ins was last charged 7 days ago. Agent did not ask about the circumstances that led to the reported issue. Troubleshooting was unable to be performed as patient declined trouble-shooting over the phone and preferred to meet with someone in person. The patient was redirected to their healthcare provider to further address the issue.  The patient inquired to the longevity of his ins. No symptoms/patient complications reported.